Event description:
The customer walked away from the ac-t diff while running a patient sample, then smelled smoke, returned and noticed the screen was blank and the green led light by the reagent card reader was blinking. The patient sample that was cycling did not give a result and was run on the lh780 and no erroneous patient results are associated with this event. No death or injury is associated with this event and no one sought medical attention. The operator powered off and unplugged the instrument and waited for service. There was no visible smoke, sparks, arcs, or flames. There was no need to use a fire extinguisher or call the fire department. There is an exposure control / risk management plan in place at the facility. The field service representative (fse) observed the power light flickering and replaced the power supply and main board, and observed chip u103 on the main board had burnt. The fse determined solenoid 12 had damaged the chip and again replaced the main board and the power supply, along with solenoid 12. The fse verified repair per established procedures and results meet published performance specifications. Inspection of solenoid 12 did not reveal a physical cause for the short. The root cause for the burning smell is attributed to a short in solenoid 12 causing chip u103 on the main board to burn out. Per labeling, the act diff is compliant to the following product safety standards: (B)(4).

Manufacturer narrative:
(B)(4).